Event description:
It was reported that guidewire fracture occurred. The target lesion was located in the moderately calcified mid left anterior descending artery. A 038/260 (bx/1) amplatz super stiff guidewire was advanced to the target lesion. However, during procedure, a piece of the wire broke off and lodged in the patient's arm. The broken piece was not removed from the patient's body and there were no attempts made to retrieve it. No patient complications were reported and the patient's condition was good.